Event description:
Additional information received from the manufacturer representative reported that the impedances had settled out some and they were able to increase the pulse width to get better coverage in their back.

Manufacturer narrative:
Concomitant mrdical products: product ID 977a260 lot#/serial# (B)(6), implanted: (B)(6) 2024, product type lead product ID 977a260 lot#/serial# (B)(6), implanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID (B)(4) (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; explant date brand name vectris surescan; product ID (B)(4) (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that the patient had fallen sometime between the date of implant ((B)(6) 2024 and (B)(6) 2024); date of the fall was not known. As a result of the fall, the pt experienced a lack of adequate therapy.  A lead revision was scheduled for (B)(6) 2024.  During the revision, it was attempted to reposition the leads using a stylet, but this was not successful, so the doctor elected to replace the leads.  They used a wireless external neurostimulator (wens) to test the newly implanted leads.   No symptoms reported.  No issues were reported with the ins.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial #: (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID: 977a260, serial #: (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the leads were replaced. The old leads were discarded and not being returned for analysis. The leads had just moved caudal after a fall. The patient has not had her system turned on since surgery. She has a post op next week.